Event description:
Complainant alleged that during the incoming inspection of the device, an arcing sound was heard from within the device upon energy discharge and then "dishcarge fault" and "defib fault 108" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.